Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammatory (nodules) (pt: injection site inflammation), was deemed to meet the serious criteria of hospitalization. The device history record of radiesse injectable implant, lot number a00039610, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2022-00115 referring to the same patient. This case was linked to lssmv cases number (B)(4) and (B)(4), referring to the same reporter. This spontaneous report was received from a brazilian physician and concerns a 46-year-old female patient. She was injected subcutaneously with a total of 3 ml of radiesse, into the malar and pre-auricular region, for bio stimulation, on (B)(6) 2022. Batch number was reported as a00039610 (expiry date 11/2023). The batch record review was received and the lot number for radiesse was confirmed as a00039610 (expiry date: 11/2023). A lot search in the global safety database was conducted. Radiesse was diluted 1:1 with 0.9% saline solution (product preparation issue, off label use of device), 3 ml in total and injected with a 22g cannula. The patient was injected with 1.5 ml of radiesse into each side of the malar and pre-auricular region. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. The patients medical history and concomitant medication were reported as none. The patient was previously injected with botulinum toxin. On (B)(6) 2022, after the radiesse injection, the patient experienced a hardened nodule with mild erythema in the genial region on the left side where the cannula was introduced. There were no phlogistic sings, no local heat and discharge of secretion. There was a progressive increase of the nodule since (B)(6) 2022. Corrective treatment included clavulin (reported as clavulin bd) every 12 hours for 7 days and infiltration with 1ml of saline solution and triamcinolone 0.2 ml in the nodule. Aspiration was performed without secretion. The patient was not hospitalized and received no systemic antibiotic (as reported). The patient had a partial improvement. The outcome of the events was reported as resolving. In the opinion of the reporter the evens were not life-threatening, not permanent and related to radiesse. Follow-up information was received on 30-aug-2022: the event inflammatory (nodules) was added. In 2022, the physician informed that the patient presented with other inflammatory nodules after the use of deoxycholic acid. Ultrasound was performed and the result was presence of mycobacterium abscessus dna (as reported). The nodules were in regression after treatment with levofloxacin and clarithromycin. Due to the provided information, the outcome of the event inflammatory (nodules) was considered as resolving. The outcome of the other reported events remained unchanged. Follow-up information was received on 14-sep-2022: this case was upgraded to serious. The linking sentence was added to the top of the narrative. The patient was hospitalized, and the nodules were removed on surgical intervention. The patient was treated with antibiotic therapy. The physician believed that the adverse events were caused by product quality problems (bacterial contamination during the manufacture of radiesse). The physician was informed that there was no quality deviation in the batch number a00039610. The outcome of the events remained unchanged.